Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant result for one patient sample using the cobas® sars-cov-2 & influenza a/b test assay for use on the cobas® liat® system. The customer reported the initial sample was processed (B)(6) 2022 using lot 11018z, cobas® liat® system serial number (B)(4). The results were sars-cov-2 detected, influenza a not detected, influenza b not detected. Although requested no additional information was provided on collection media, on whether any repeat testing was performed, or re-collection of patient's sample. The results were not reported to the patient and/or medical personnel treating the patient. No apparent harm or injury occurred in relation to the event. An investigation was conducted to evaluate the customer's allegation. Per the FDA eua guidance one (1) MDR will be filed.

Manufacturer narrative:
Although requested, additional data was requested from the customer, but was not provided. Alleged discrepancy could not be verified. No additional runs were identified. No abnormalities in the run data for run # 3465 were seen; amplification with a normal shape pcr curve is observed in the sars-cov-2 channel during the run. There are no indications that the result is erroneous. Further investigation was performed to rule out a product quality issue, no systemic issue was identified for lot 11018z. Possible causal factors may be sample processing related. (B)(4).